Event description:
It was reported that during a bph surgical procedure fiber started to fire out of the front of the fiber was noted. The fiber was exchanged an the second fiber was used to complete the procedure. No harm to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks and mild contamination, likely biologic; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along the fiber. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that: 3,356 joules were expended on the failed fiber. The procedure was completed at 117,000 joules and 16 minutes of total use. The fiber tip was cleaned during the procedure.